Event description:
A customer reported a cartridge alarm 30 that occurred during the load process. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump as the issue was confirmed with consecutive cartridges. The customer will use a backup insulin pump until the new pump arrives. They were instructed on returning the problematic pump to avoid being billed and informed about programming their settings and connecting their cgm to the replacement pump.